Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 20 mm from the distal end. The fragment was not returned. There were spark marks on the probe and the tissue pad. The fracture surface of the probe showed that crack developed from the spark mark. The proximal side of the tissue pad was worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard tissue. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, and the crack occurred on the probe since the load such as sparks was applied to the probe. The crack developed when the user output the device or grasped the tissue, and the probe broke off. The above device handling has warned in the instruction manual as follows. *do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Event description:
During an unspecified procedure, three devices were used. An unspecified error and probe damage error occurred. The intended procedure was completed with another device. There was no patient injury reported. On june 19, 2020, olympus medical systems corp. (Omsc) found that the probe of the one of three devices was broken off. This is the report regarding the breakage of the probe.